Event description:
It was reported that this pacemaker settings were changed after an ablation procedure. The device was programmed to pace at 70 bpm and had been for years, but after the ablation procedure it was changed to 55 bpm. This pacemaker remains in service. No adverse patient effects were reported.